Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient fell while jumping into a pick-up truck. As a result of the fall, the pocket site sustained an injury. The patient's medical history is significant for diabetes and the site was not healing properly. The patient was presented back to the electrophysiology (ep) laboratory three days later. At the time of the explant procedure, pocket infection was not suspected; however, cultures were pending. The device and electrode were explanted without incident. Boston scientific received information that culture results indicated a potential skin infection in the area of the implant pocket.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.